Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for cervical/neck and spinal pain. It was reported that the patient believed their programmer was turning their stimulation off all by itself; when they go to turn it back on it gives them a shock like someone hit them with a defibrillator which brought them to the floor. The patient said this was the second time it happened and it most recently occurred last night. They spoke with a manufacturer's representative before and they suggested turning the stimulation down to 0 volts before turning it off and then back on. The patient was told to follow up with their healthcare provider regarding the stimulation and shocking issues. Information was reported that a patient reported he called his managing healthcare provider (hcp) about his concerns and told the doctor about his concerns about the shocking/defibrillation sensation and the doctor told him to call because his patient programmer (pp) is malfunctioning because "it shut the implant itself off again today". Patient clarified that he believes the pp shut the implant off. Patient stated when he syncs with the pp its off and he has to turn it on, and once he turns it on he gets the jolting/defibrillator sensation. It was reviewed expectations regarding a patient who was implanted with a neurostimulator (ins) for pp use. Reviewed it is not possible for the pp to turn the implant on and off unless patient has the pp near ins. Reviewed expectations regarding how positional changes may impact stimulation sensation. Education on using the pp was provided during the call. Patient was pressing stimulation on button instead of the sync button when syncing with ins. Patient has two programs available and patient services reviewed how to turn therapy off, decrease amplitude on each program to 0v and then turn stimulation back on (patient confirmed when he turned therapy back on at 0v he doesn't feel shocking sensation), and slowly increase amplitude to a comfortable level. It was reviewed patient may need to do this in order to avoid a sudden jolting sensation when he turns therapy on. It was also reviewed that the pp appears to be working normally, and replacing the pp will not resolve issues with jolting. It was recommended the patient monitor the issue and if he continues to have concerns to follow up with managing healthcare provider (hcp) as the implanted device may need to be checked. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's "hand held" was on their dresser, and turned itself off during the night while the patient was sleeping. The manufacturing representative (rep) ran through a few settings and the "hand held" was working ok. No further information was reported.